Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into arm on (B)(6)2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, rash, and redness, extended beyond the patch perimeter. The reaction was treated with a prescription of an oral antihistamine (name and dosage unknown). Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.